Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's leak and volume were high. There was no harm or injury reported. The field service engineer evaluated the device onsite and observed the device's flow sensor failed calibration. The machine flow sensor needs to be replaced. No verification was received indicating if the leak and volume issues were confirmed. During the evaluation the device was found to make an unusual noise. The device's oxygen blending module board needs to be replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed. The machine flow senso and oxygen blending module subassembly were evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow senso and oxygen blending module subassembly were functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator's leak and volume were high. There was no harm or injury reported. The field service engineer evaluated the device onsite and observed the device's flow sensor failed calibration. The machine flow sensor needs to be replaced. No verification was received indicating if the leak and volume issues were confirmed. During the evaluation the device was found to make an unusual noise. The device's oxygen blending module board needs to be replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed.